Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the patient line connector cap unscrewed while the patient was in treatment and led to fluid leaking all over the bed. The patient stated the fluid leak was discovered during dwell 5 of 5 of treatment. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette. Upon follow-up, the patient confirmed the reported event and stated during an unknown phase and cycle of treatment, the patient noticed the patient line connector cap had slightly unscrewed and loosened, causing a fluid leak onto the patient¿s bed. The patient stated there was no change in their status and no effect on outcome, and the patient was able to re-tighten the cap and continue therapy after the reported event and treatment was completed. The patient stated all connections and caps are always checked prior to starting treatments and was unsure how the cap may have loosened. The patient did not develop any symptoms, adverse events, injuries, or require any other medical intervention as a result of the reported event. The patient stated since the implicated event the patient has been taping the cap prior to starting treatment to prevent recurrence of the issue. The patent stated the issue has since not re-occurred and they are continuing with peritoneal dialysis on the cycler and supplies without any other issues. The sample was available to be returned for evaluation.

Event description:
A peritoneal dialysis (pd) patient reported the patient line connector cap unscrewed while the patient was in treatment and led to fluid leaking all over the bed. The patient stated the fluid leak was discovered during dwell 5 of 5 of treatment. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette. Upon follow-up, the patient confirmed the reported event and stated during an unknown phase and cycle of treatment, the patient noticed the patient line connector cap had slightly unscrewed and loosened, causing a fluid leak onto the patient¿s bed. The patient stated there was no change in their status and no effect on outcome, and the patient was able to re-tighten the cap and continue therapy after the reported event and treatment was completed. The patient stated all connections and caps are always checked prior to starting treatments and was unsure how the cap may have loosened. The patient did not develop any symptoms, adverse events, injuries, or require any other medical intervention as a result of the reported event. The patient stated since the implicated event the patient has been taping the cap prior to starting treatment to prevent recurrence of the issue. The patent stated the issue has since not re-occurred and they are continuing with peritoneal dialysis on the cycler and supplies without any other issues. Upon additional follow-up, the peritoneal dialysis registered nurse (pdrn) stated per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomyacin (1250 mg, intraperitoneal, one time). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The sample was available to be returned for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported the patient line connector cap unscrewed while the patient was in treatment and led to fluid leaking all over the bed. The patient stated the fluid leak was discovered during dwell 5 of 5 of treatment. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette. Upon follow-up, the patient confirmed the reported event and stated during an unknown phase and cycle of treatment, the patient noticed the patient line connector cap had slightly unscrewed and loosened, causing a fluid leak onto the patient¿s bed. The patient stated there was no change in their status and no effect on outcome, and the patient was able to re-tighten the cap and continue therapy after the reported event and treatment was completed. The patient stated all connections and caps are always checked prior to starting treatments and was unsure how the cap may have loosened. The patient did not develop any symptoms, adverse events, injuries, or require any other medical intervention as a result of the reported event. The patient stated since the implicated event the patient has been taping the cap prior to starting treatment to prevent recurrence of the issue. The patent stated the issue has since not re-occurred and they are continuing with peritoneal dialysis on the cycler and supplies without any other issues. Upon additional follow-up, the peritoneal dialysis registered nurse (pdrn) stated per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomyacin (1250 mg, intraperitoneal, one time). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The sample was available to be returned for evaluation.

Manufacturer narrative:
Additional information: b5, h6 health effect impact code.